Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that there was a change in therapy effect. The patient had acute pain. The pain started the morning of report. The patient reported that they had an appointment at 9am and "not sure if they are still coming. The patient was not sure who they spoke to on (B)(6) 2015, they were on sure if it was a manufacture representative . They told the person that their pump was empty. The patient was in intense pain. The patient stated that they were going to come to their home as they weren't given any other instructions. It was unsure how long it was empty, "suspected low 2 days ago." The patient was due for a refill recently. It was unknown what the pump system was delivering. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)